Manufacturer narrative:
Based on review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are submitting this report in accordance with applicable regulations. If additional investigative information becomes available that alters the conclusions of this report, an updated report will be provided.

Event description:
It was reported that patient required removal of implant and revision surgery to convert femoral nail implant to hip arthroplasty. Pre-revision surgery x-rays show implant to have broken in the patient. After reviewing all currently available information, we have not been able to determine a definitive root cause. However, because the involvement of our product in the reported issue cannot be ruled out as a potential cause or contributing factor, we are submitting this report in compliance with applicable regulations. Should any new investigative findings emerge that change the conclusions of this report, we will submit a supplemental report accordingly. We will continue to monitor these events as part of post market surveillance activities. Patient pain levels are unknown. Current health status of patient is unknown. No further complications were reported.